Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was received with operating currents within specification and no low battery alert was noted. The insulin pump passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected alarm was noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 405 mg/dl. The customer treated with the insulin pump. The drive support cap appeared normal and recessed. The insulin pump failed the displacement test the first time and then passed the second time. The customer was advised to change the set, reservoir, and insulin, and treat per a health care professional's instruction. The customer also reported scratches on the display and stated that she did not feel the insulin pump was working as designed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.